Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No devices or photographs were received; therefore, the condition of the components is unknown. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. No compatibility issues were noted. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient has continuing pain, swelling, synovitis and difficulty ambulating six years, seven months post implantation. An arthroscopic procedure was completed six years post implantation however symptoms persisted. No additional information provided by patient at this time.

Manufacturer narrative:
(B)(4). Suggested code (annex g)- mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: (B)(6), nexgen distal femoral augment block lot# 63661850; (B)(6), nexgen all poly patella std cemented size 32mm dia 8.5mm thick lot# 64107592; (B)(6), nexgen 14mm dia¿¿100mm l offset stem extension lot# 63810697; (B)(6), nexgen left size e cemented option femoral component lot# 63939477; (B)(6), nexgen 12mm h size e,f w/locking screw green articular surface lot# 63564388; (B)(6), nexgen size 5 precoat stemmed a/p wedged tibial component lot# 63814253.